Manufacturer narrative:
H10: device evaluation: one used decontaminated sample 10009142-001 blu deht tracheostomy tube 6.0mm s/assy was received in plastic bag without its original packaging (see photo of sample). Under visual inspection we observed following damages: inflation line was cut by some sharp tool (clear cut); inflation line is not full length; cut on surface of inflation line; inflation line removed from pilot balloon; conditions of returned sample indicates poor user handling. Manufacturing related fault is highly improbable in this case. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. The cause of the reported problem was traced to the user manipulation of the device during placement.

Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes bluselect malfunctioned. The customer started using the product from regular replacement and it worked for a while. However, after that, the patient's mother noticed the inflation line for the pilot balloon was torn. So the customer changed the product another new one. No patient injury.